Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet with a 23-inch, 6 mm teflon inset infusion set and contacted support; the trainer recommended a full supply change due to suspected delivery issues, and the user replaced the cartridge and infusion set with insulin delivery resuming without incident. Symptoms included hyperglycemia with a reported blood glucose of 263 mg/dl. Outcomes included continued monitoring and subsequent report of blood glucose returning to range, with no medical intervention or hospitalization. Investigation included guided troubleshooting and education to perform a complete supply and infusion set change. Investigation of this case revealed no obvious hardware or insertion-site issues during the change, and the event was managed by standard troubleshooting, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.